Manufacturer narrative:
Model number is currently unknown: bf-q180 selected from customer data search for bronchoscopes. The device in question has not be returned for evaluation, and there is no further information available for the reported event. The exact cause of the reported event cannot be conclusively determined at this time. If additional information is received, this report will be supplemented accordingly. As a preventive measure, the instructions for use provides warnings that state: "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection."

Event description:
The user facility reported to the company representative that a patient contracted a "rare disease" after a bronchoscopy procedure involving an unknown model of the company's scope. On follow up with the customer, the disease was identified as mycobacterium abscessus, a water-borne pathogen. The reporter stated that through their investigation they have not been able to establish a link between the patient's culture specimen taken at the time of the bronchoscopy procedure and the device in question. The reporter stated they do not have results of a culture of the scope, and their internal investigation is ongoing.